Event description:
Caller reported issues with incorrect time and date settings on pump, which were resolved with technical support's assistance. There was no adverse impact to the customer's blood glucose level. Technical support advised caller to monitor the situation and follow up if the time discrepancy recurs, and caller acknowledged the guidance provided.